Event description:
This pt was admitted with an acute mi. They had an emergent cath and placement of an express 2 stent. Three days later they returned to the cath lab for 3 stents, 2 to the lad. This pt returned to the hospital 9 days later with an acute mi consistent with acute stenosis of their lad stents. Stents: express 2.5 x 16 express stent 2. Stent 2.75 x 16 express stent distal to initial stent lad, stent cypher 3.0 x 13 ostial lad.